Event description:
It was reported that the patient presented to the emergency department (ed) due to the patient feeling that they had received therapy from their implantable cardioverter defibrillator (ICD) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient had no treated episodes. The remote transmission revealed the patients right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.